Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for the investigation. A total of 60 retain samples were visually inspected, and no issues were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: glass breakage during centrifugation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® cpt nh: 130 iu ficoll 2.0ml, one of the tubes broke during centrifugation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® cpt nh: 130 iu ficoll 2.0ml, one of the tubes broke during centrifugation. No adverse impact was reported regarding the patient or user.